Manufacturer narrative:
A ge svc rep performed an on site investigation. The cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported the sys displayed a fast stop activated error. The fast stop error may cause the system to shutdown. There was no pt injury or death reported.